Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Automated pipetting, diluting and specimen processing workstations for flow cytometric analysis.

Event description:
It was reported that while using the bd facs¿ spa iii (337170 upgraded) there was leakage of biohazard not contained within instrument. The following information was provided by the initial reporter that there was leakage of biohazard not contained within instrument. Leakage checklist completed (B)(6) 2022. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. (If not contained) was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. What is the source of leak ¿ before waste line or after waste line? After waste line. (If waste line) ¿ was waste mixed with bleach or decontaminate? No. Was the customer/bd personnel physically in contact with the fluid? No.

Event description:
It was reported that while using the bd facs¿ spa iii (337170 upgraded) there was leakage of biohazard not contained within instrument. The following information was provided by the initial reporter that there was leakage of biohazard not contained within instrument. Leakage checklist completed 8/12/2022. 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? Not contained 3. (If not contained) was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. What is the source of leak ¿ before waste line or after waste line? After waste line -5b (if waste line) ¿ was waste mixed with bleach or decontaminate? No. 6. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H.6 investigation summary (B)(4). Pn: 650686 spaiii sn: (B)(6). Date reported: 08/12/2022 investigation summary: scope of issue: the scope of issue is limited to part: 650686 spaiii and serial number: (B)(6) problem statement: customer reported: leaking from tubes on the waste assembly manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 12aug2021 to date 12aug2022 (rolling 12 months) complaint trend: there are 3 complaints related to the reported complaint. Date range (date of incident to 12 months back) from 12aug2021 to date 12aug2022 (rolling 12 months) (B)(4) (this complaint). Investigation result / analysis: per fse¿s report: replaced leaking filter assembly. Primed all systems and found no leaks. Completed system checks returned unit to customer for use. No further issues. Sample preparation was not affected. There was no delay in patient treatment due to any unexpected results. Service max review: review of related work order# (B)(4). Install date: 02oct2007. Defective part number: 640540 ¿ filter inline holder. Work order notes: subject / reported: leaking from tubes on the waste assembly. Problem description: fluid leak. Cause: leaking filter assembly. Work performed: replace inline filter assembly. Solution: replaced inline filter assembly. Returned sample evaluation: did not request return of defective part. Manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) and (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #(B)(4), revision 03 was reviewed. Hazard(s) identified? Yes. No. Hazard ID: 3.1.29 _. Hazard: environmental biohazard. Severity: 5. Probability: 1. Risk index: 5. Implementation: bd facs sample prep user¿s guide__. Risk control:_afap_____. Mitigation(s) sufficient? Yes. No. Root cause: based on the investigation result and the fse¿s report the root cause was a leaking inline filter assembly. ¿ conclusion: based on the investigation results and the call report the complaint was confirmed for leaking from tubing on the waste assembly. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. There was no impact to the patient health or safety. H3 other text : see h.10